Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the procedure, the balloon of a mynx control vascular closure device (vcd) ruptured at a severely calcified stenotic lesion. There was no patient injury. The device was removed, and hemostasis was achieved with manual compression. The product was stored, handled, and prepped per the instruction for use (IFU) instructions for use. The device storage did not exceed 25 °c. The femoral access site is mildly tortuous. A competitor's 6f sheath was inserted. A mynx control vcd was used in conjunction with the sheath. The balloon of the mynx control vcd ruptured at a severely calcified stenotic lesion. The device will be returned for evaluation. No other information was provided.

Manufacturer narrative:
During the procedure, the balloon of a mynx control vascular closure device (vcd) ruptured at a severely calcified stenotic lesion. There was no patient injury. The device was removed, and hemostasis was achieved with manual compression. The product was stored, handled, and prepped per the instruction for use (IFU) instructions for use. The device storage did not exceed 25 °c. The femoral access site is mildly tortuous. A competitor's 6f sheath was inserted. A mynx control vcd was used in conjunction with the sheath. The balloon of the mynx control vcd ruptured at a severely calcified stenotic lesion. No other information was provided. The product was returned for analysis. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The sealant remained in the manufacturing position, exposed to blood. The procedure sheath was returned with the device. Per functional analysis, inflation/deflation test was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, a longitudinal tear in the balloon of the returned device, approximately 2 mm from the balloon neck was revealed. A product history record (phr) review of lot f2123801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a longitudinal tear in the balloon of the returned device, approximately 2 mm from the balloon neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as the calcium reported, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if the device does not maintain balloon pressure. The IFU also states the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.